Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of jejunojejunostomy in a the roux-en-y subtotal gastrectomy, the device fired correctly with the first three reloads, but during the fourth firing, the device only partially fired. It was jammed and would not advance. There was an incomplete staple line at the distal end. It was also noted that there was a minimal tissue loss as a result when the surgeon started a new staple line immediately beside the previously fired staples. A new reload was tried, but it still would not fire. A new device¿s handle was used and the operation continued as planned. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.